Event description:
It was reported that the anchors of the closure device pierced the delivery sheath. A left atrial appendage (laa) closure procedure was being performed and a 33mm watchman laa closure device & delivery system (wds) were used. Following the deployment of the closure device, the shoulder was initially too large, so the closure device was fully recaptured. When the closure device was checked outside of the patient, the anchors of the closure device were seen piercing the side of the delivery sheath. Another wds was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a watchman delivery system (wds) with the implant in the sheath and blood in the device. The tip had damage consisting of flared tri-cuts, the distal marker band was kinked, and there were abrasions on the inside of the sheath tip. The implant had anchor damage. There was a hole in the sheath. There was no other damage or defect found on the remainder of the device. Product analysis confirmed the reported event as the sheath was damaged by the anchors.

Event description:
It was reported that the anchors of the closure device pierced the delivery sheath. A left atrial appendage (laa) closure procedure was being performed and a 33mm watchman laa closure device & delivery system (wds) were used. Following the deployment of the closure device, the shoulder was initially too large, so the closure device was fully recaptured. When the closure device was checked outside of the patient, the anchors of the closure device were seen piercing the side of the delivery sheath. Another wds was used to complete the procedure. No patient complications were noted.